Event description:
It was reported that when the devices were used during an obesity procedure, the cartridge did not fire with the device. Another device was used to complete the case. There was no consequence to the patient.